Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air in line alarm during the use of a clearlink continu-flo solution set and the tubing split at the bifurcation of the lines. The novum pump was alarming air in line and the line was removed from the pump; however, when the air bubble was being flicked out of tubing the intravenous tube broke at site where blood leaves the filter and enters the single line spilling the remaining blood. This issue occurred during infusion of blood product in the emergency department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.